Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a pacemaker implant procedure this lead was attempted to be placed in the left bundle branch (lbb). The field representative advised once the lbb lead was connected to the pacemaker this lead exhibited loss of capture. In addition, pacing impedances were high but within range. This lead was removed, and another lead was implanted to complete the procedure. This lead has been returned and analysis performed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a pacemaker implant procedure this lead was attempted to be placed in the left bundle branch (lbb). The field representative advised once the lbb lead was connected to the pacemaker this lead exhibited loss of capture. In addition, pacing impedances were high but within range. This lead was removed, and another lead was implanted to complete the procedure. This lead has not been returned at this time. No additional adverse patient effects were reported.